Event description:
Reporter reported that when the hospital staff connected an rt226 neonatal heated breathing circuit to a ventilator, air was leaking from the suction port valve. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to the product which is sold in the USA. The returned device was visually inspected. Results: the slit on the duckbill valve for the suction tube was not closing completely when the suction tube was removed, which would account for the experienced leak. Conclusions: the device was out of specification. We are aware of other similar complaints for infant breathing circuits. The occurrence rate is approximately 0.003% worldwide for the last year. The tooling and the supplier of this product has been changed to improve the overall performance of the duckbill valve. These actions are anticipated to reduce the failure rate.